Event description:
It was reported that during a revision procedure, the metal ring came off the liner. The surgeon attempted to reassemble the ring and liner but was unsuccessful. A replacement liner was used to compete the procedure. There was no harm or health consequences to the patient. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6 product was not returned for evaluation; however, pictures were provided and reviewed. Visual examination of the provided pictures identified that the liner was covered with biodebris and had deformation to the scallops and damage to the tapered features on the outer surface of the liner. The locking ring could also be seen in the image and was disassembled from the liner and covered in biodebris. No further evaluation was possible due to the reduced image quality. No product was returned; therefore, further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.